Manufacturer narrative:
The root cause is undetermined; however, probable cause was determined to be a poor contact in with the battery terminals.

Event description:
During evaluation for a non-critical issue, it was discovered that the device "intermittently powered down during user checks". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control third-party service provider could not replicate the issue of uninitiated shutdowns during physically evaluating the device, but through review of device electronic data, they did verify the shutdown issue. "Uninitiated shutdowns shown in log during user checks battery terminals and kep nuts checked for tightness ok. Batteries at 93% and 43%. Button logs show battery 2 stops reporting between shutdowns then is restored customer commented that battery 2 was noted to be loose in its well. Poor contact with the battery communication terminals was the probable cause of the shutdowns." After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
During evaluation for a non-critical issue, it was discovered that the device "intermittantly powered down during user checks". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.